Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented to the clinic for a follow up. Interrogation showed their atrial lead was unable to sense. The patient was asymptomatic. The physician explanted and replaced the lead. The patient was stable throughout.